Manufacturer narrative:
No audio or beeper or ate anomaly noted. Device d with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump keeps shutting off and beeping continuously. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.